Event description:
Same event as manufacturer's report #6000089-2006-2331. Reportability decision changed based on analysis. It was reported that, during a ptca procedure, the stent got stuck on a wire and the wire unraveled. The lesion being treated was in the left anterior descending (lad) artery. The physician was able to remove the guidewire and stent without incident. The procedure was completed with another of the same devices. Pt status was reported as 'okay.' Analysis revealed a wire fracture.

Manufacturer narrative:
The spring tip is severely unraveled and entangled, and the core wire is fractured close to the tip ballweld, adjacent to ribbon. Fracture analysis shows that there are sections of wire missing between the distal and the proximal section submitted. The two fracture surfaces do not mate with each other. The distal fracture surface revealed the presence of multi-directional ductile dimple ruptures in a tensile/shear type overload direction. Material reduction was noted. No material defect was observed. The distal fracture surface was caused by a tensile/shear type overload. The proximal fracture surface is characterized by material cracking and propagation caused by reversed bending. Reduction on the cross sectional area was observed. No material anomalies were detected. The proximal fracture surface was caused by a reduction on the cross sectional area with final fracture in a bending moment. Based on sem results it can be concluded that the proximal fracture section of fractured core wire is missing. The section considered at the beginning as a proximal fractured site is not fractured; it shows evidence of being cut by a tool or sharp edge. The core wire fractured due to tensile overload. The core wire fracture was caused by a tensile/shear type overload, however, procedural factors may have contributed to the event and the root cause is not determined.